Event description:
It was reported that there was a separation between the female connector and the main body of a minicap extended life pd transfer set; further described as ¿female connector was loose¿. This was observed during use of the device for peritoneal dialysis therapy. The transfer set was in use for one (1) day and was replaced as a result of this event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information in h3, h6, and h10. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and a separation between the female connector and main body was observed. The reported condition was verified. The cause of the separation was due to inadequate solvent application to the set during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.